Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One needle, a dispensed suture and one empty labeled winding former inside of the petri dish were returned for evaluation. Product code 1696g. During the visual inspection of the needle, the attachment area was observed with excessive pressure. The barrel hole was examined under magnification and remnant suture was observed. The suture was examined, and the end was severely cut, resulting in a clip off defect. This condition caused the suture to be broken. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional information was requested, and the following was obtained via: lot number? =102q32 please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6).

Event description:
It was reported by a sales rep that, during an unknown surgery, the suture was broken during use. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. Affiliate reference number: (B)(4). Please take photos for japanese customer.